Manufacturer narrative:
The subject device was returned to omsc for evaluation omsc confirmed that the coating on the outer surface of the grasping section was partially missing. The probe had a scratch. There was no abnormity in the ptfe pad. The manufacturing history record of the same lot was reviewed, with no irregularities noted. This type of the coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped burnt bits on the grasping section with a hard object. We assume that 508 error (seal &cut short circuit error) occurred due to activating output in seal & cut mode in the situation where the probe contacted the another surgical equipment such as metal clip or stapler. Then, probe had the scratch. We couldn¿t reproduce the u512 error (open circuit error). However, this error could display in the following situation from the past cases. - activating output without grasping tissue. - contact failure between thunderbeat and transducer. The instruction manual of the device has already warned as follows; - when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment. - do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. - do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During treatment for spleen and pancreas, errors of u508 and u512 occurred frequently and the subject device became unusable. The doctor completed the procedure with another thunderbeat. There was no patient injury reported. During the investigation on july 6, 2017, olympus medical systems corp. (Omsc) found the coating on the outer surface of the grasping section was partially missing. There was no report of coating missing from the user facility.